Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It has been reported the pt is without stimulation. The pt has been experiencing issues with initiating a communication between the ipg and both the charging system and the pt programmer. A replacement charging system did not resolve the issue. The pt is working with her physician to determine the next course of action. No further info is available at this time.